Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a, as there is no indication that the lens was implanted. Section d6b: explant date: n/a, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was identified as defective during a procedure. The defect involved the lens being nicked or broken, with the haptic separated and connected at only one end. To continue the intervention, another iol of the same model was used. Through follow-up, it was reported that the lens was in contact with the eye without any reports of damage to the patient. No further information was provided.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: october 6, 2025. Section h3 device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was received coated in viscoelastic residue. The lens was torn at the haptic and optic junction. The lens was cleaned revealing a torn and chipped edge, lens damage, and scratches. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "haptic detached" was not identified. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.